Event description:
The sales representative reported on behalf of the surgeon that when he was reaming the acetabulum of each patient during a hip arthroplasty the reamer handle allegedly snapped. The customer reported that the breakage occurred at the junction where the reamer shaft enters the power tool. The customer further reported that there were no adverse consequences for the patient and surgery was not delayed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instrument fracture involving an acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: evaluation performed by the supplier confirmed the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: no discrepancies were reported. Complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier for evaluation. The supplier confirmed the event. No further investigation is required.

Event description:
The sales representative reported on behalf of the surgeon that when he was reaming the acetabulum of each patient during a hip arthroplasty the reamer handle allegedly snapped. The customer reported that the breakage occurred at the junction where the reamer shaft enters the power tool. The customer further reported that there were no adverse consequences for the patient and surgery was not delayed.